Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. 01/29/2016 a medtronic representative confirmed version of software is synergy spine version 2.0.1. - 02/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 02/16/2016 a medtronic representative, following-up at the site, reported the imaging type was computed tomography (CT). The representative thought that the registration of c7 was not sufficient and the screw was not placed correctly, there was no problem with the registration of t1. The screw at t1 was placed accurately. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the left pedicle screw on c7 was placed inaccurately in the superior direction. The amount of the inaccuracy was unknown. The surgeon re-placed the screw and the screw placement on t1 was deemed accurate. No patient impact was reported. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.